Event description:
It was reported on september 24th, 2025 that there was a myosure procedure for a removal of a polyp on (B)(6) 2025. Two days post the procedure, the patient called with complaints and further evaluation revealed bowel tissue in the pathology report, indicating a small bowel perforation. The patient was admitted in the hospital and underwent surgery, resulting in a double loop stoma. Additional information received. Patient is a 67-year-old female, total time for the procedure was 7 minutes and 28 seconds, total fluid used was 1405 ml and the deficit was 175 ml. Patient had no prior history and the procedure went without complication nor alarms. Good visibility during the procedure and no signs of perforation. After the perforation was discovered, the patient received a laparotomy and a double loop stoma to give the bowel rest. It is expected to be temporary.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.